Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation. No reported event was observed in the received sample since met with the product specifications. A visual inspection was performed, and it was observed all the components are assembled properly at the tube, no damage was observed in the pilot balloon nor the other components. An inflation/deflation test was performed and it was observed the cuff held the air, the sample was left inflated, and after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed neither liquid inside the pilot balloon. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had water accumulation in the pilot balloon. The patient died. The patient's condition was so bad that the tube intubated in the surgery was continuously used. The cause of patient's death was his primary disease, not from the event. After decannulation, they stated that water accumulated in the cuff.